Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) system did not meet the physician's expectations with respect to longevity. Consequently, after 6.8 months of service, this device and ventricular lead were explanted and returned.